Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a thoracotomy procedure, all staples did not deploy. Stapler cut but some staples didn't fully form. Another like device was used after clipping vessel to complete the procedure. There were no adverse consequences for the patient.